Event description:
It was reported by repair work order that the in fastener shut off magnet is out of adjustment and not contacting the hall effect sensor properly to prevent the cot from powering up when in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.